Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2013 device evaluation: the device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: no defect was found.-information from the reported event date is overwritten in the black box. Last basal delivery was on (B)(6) 2013. Tdd add up correctly and reflect the programmed basal target. Suspend are observed in the black box and in the suspend history. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and it was exercised for 24h successfully, no alarm occurred during the investigation. The pump passed a 29h flow accuracy test successfully. The keypad is undamaged and fully responsive. The pump was locked/unlocked and then it was suspended/resumed and gave the correct audible and visible alert for the ¿lock¿ and the ¿suspend¿ operations. History recorded accurate ¿suspend" information at the correct time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013, alleging low blood glucose (bg) of 30 mg/dl the prior night. The patient alleged that he ¿passed out¿ and the paramedics were called and provided him with glucose to elevate his bg. The patient's bg reportedly resolved to 120 mg/dl at 4:00 am. The patient reported he had been experiencing an increased amount of hypoglycemia of unknown origin during the night recently. The patient made no allegation of a pump malfunction. The patient confirmed all pump settings were as intended and there had been no setting changes made by the healthcare provider recently. Review of the pump history showed no associated alarms in the alarm history and no cancelled boluses in the bolus history. The patient stated that he thought that if he ¿locked¿ the pump, that it was putting into the ¿suspend¿ mode and he was not aware that he would continue to receive insulin with the pump locked. The patient was advised to consult with his hcp for examination of the pump settings and possible adjustments. This complaint is being reported because the patient experienced hypoglycemia requiring assistance form paramedics as a result of use error by placing the pump in the lock mode instead of the suspend mode, thinking insulin delivery would be halted in the lock mode.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.